Event description:
It was reported that a revision was needed to remove a autobahn evo retrograde femoral nail that was found to be backing out post operatively.

Manufacturer narrative:
No part was available for review. No determinations could be made as to the cause of the reported issue.

Manufacturer narrative:
The purpose of this rationale is to evaluate the risk associated with locking screw back out. No part was returned for evaluation. This evaluation determined that the reported failure was within expected risk; therefore, no further action will be taken at this time.

Event description:
It was reported that a revision was needed to remove a autobahn evo retrograde femoral nail that was found to be backing out post operatively.